Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found fluid spilled down the side rail handle. The account cleaned and lubricated the side rail latch to resolve the issue.